Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Additionally the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Additionally, the insulin gauge was intermittently inaccurate. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.